Event description:
During the rasping procedure of the humerus, a small piece was broken from the handle. [Customer].

Manufacturer narrative:
The review of the device history record showed no deviations. The product complies with the specifications valid at the time of manufacture. Statement regarding the failure to meet the reporting deadline: the waldemar link gmbh & co. Kg was first notified about the incident on (B)(6) 2025. However, crucial information regarding the criticality of the event was available to waldemar link gmbh & co. Kg from october 29, 2025. This is the final supplemental report, the complaint is closed.

Manufacturer narrative:
The review of the device history record showed no deviations. The product complies with the specifications valid at the time of manufacture. Statement regarding the failure to meet the reporting deadline: the waldemar link gmbh & co. Kg was first notified about the incident on (B)(6) 2025. However, crucial information regarding the criticality of the event was available to waldemar link gmbh & co. Kg from october 29, 2025.

Event description:
During the rasping procedure of the humerus, a small piece was broken from the handle. [Customer]